Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was reproduced based on the field evaluation. The field engineer (fse) replaced the mtml and programmed the system. The system was tested and verified as ready for use. Mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the ssc. One mtm is assigned to the surgeons' left hand (mtml) and one to the right (mtmr). Isi has not received the mtml involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the unit is returned (post failure analysis evaluation) or if additional information is received. A site history was performed and no complaints related to this event were found. As of the date of this report, no image or video of the system error was received for review. A system log review was performed and the error 23013 was noted. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: error 23013, related to an error on the mtml, appeared on the system despite troubleshooting attempts to resolve the issue. System unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being converted to a laparoscopic procedure.. Although there was no patient harm reported as a result of this event, if the issue were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted ureteral reimplantation surgical procedure, the system exhibited error 23013, a recoverable fault, on the master tool manipulator left (mtml). The technical service engineer (tse) checked the logs and found error 23013 on axis 7. The tse asked the customer to do a hard power cycle of the system. The customer performed the hard power cycle and the system booted up with the same error 23013. The procedure was converted to laparoscopic surgery. Intuitive surgical inc. (Isi) followed up with the tse and obtained the following additional information: there were no issues noted during system set up, and the system booted up normally. There were no issues with port placement. The surgical staff did not observe any outside influences that were impeding movement of the system or the patient side manipulator (psm). The customer did not attempt to reset the instrument or drape. As of the date of this report, it is unknown if there were any post-surgical complications to the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in fields d10, g4, g7, h2, h3, h6, and h10/h11. Corrected information can be found in field h8. 4307- intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) involved with this complaint and completed the device evaluation. The customer reported complaint was reproduced. Error 23027 was observed along the axis 3 during evaluation. The following observation, unrelated to the alleged complaint, was identified during evaluation: the button pads were found to be worn. Based on the information provided at this time, this complaint remains a reportable event.